Manufacturer narrative:
As reported, approximately 3 months postop the initial tka, this male patient presented with knee pain. The knee was washed out with antibiotic irrigation and implanted with the same size device that was removed. There was no mention of infection noted. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to device was discarded after surgery. Per IFU# 700-096-160, postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear and loosening, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. A continuing periodic follow-up is recommended. Periodic x-rays should be taken to detect evidence of positional changes, loosening, bone loss, and/or device fracture. In such cases, patients should be monitored, and the benefits of revision surgery should be considered to avoid further deterioration. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Event description:
As reported, approximately 3 months postop the initial tka, this male patient presented with knee pain and the knee was washed out with antibiotic irrigation. There was no mention of infection noted. Patient was last known to be in stable condition following the event. The device is not available for evaluation due to device was discarded after surgery.